Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb detached, the filter tilted and became embedded in the ivc wall. The device was removed percutaneously. The filter strut is retained in the patient¿s body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years three months post filter placement, patient was scheduled for filter retrieval. Radiologist findings demonstrated the filter was tilted with the retrieval hook epithelialized. In addition, one of the filter limbs was embedded through the vena cava and detached, leaving a short 1 cm filter limb. The tilted and embedded filter was safely removed after using multiple retrieval techniques. The detached filter fragment was unable to be retrieved. Therefore, the investigation can be confirmed for filter tilt, limb detachment, perforation of the ivc and retrieval difficulties. Per the medical records, the filter was tilted and the retrieval hook was epithelialized. Multiple retrieval techniques were used to remove the tilted and embedded filter. Therefore it is possible that the tilted and embedded filter likely led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 03/2011), h4 (03/2008), h6 (device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years three months post filter placement, patient was scheduled for filter retrieval. Radiologist findings demonstrated the filter was tilted with the retrieval hook epithelialized. In addition, one of the filter limbs was embedded through the vena cava and detached, leaving a short 1 cm filter limb. The tilted and embedded filter was safely removed after using multiple retrieval techniques. The detached filter fragment was unable to be retrieved. Therefore, the investigation can be confirmed for filter tilt, limb detachment, perforation of the ivc and retrieval difficulties.per the medical records, the filter was tilted and the retrieval hook was epithelialized. Multiple retrieval techniques were used to remove the tilted and embedded filter. Therefore it is possible that the tilted and embedded filter likely led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb detached, the filter tilted and became embedded in the ivc wall. The device was removed percutaneously. The detached filter struts retained in the patient¿s body. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical record review: patient with history of perioperative deep venous thrombosis and pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement. The filter was deployed over the l2 vertebra. A completion vena cavogram confirmed position of the ivc filter below the renal veins. No anatomic vascular abnormalities. Approximately seven years three months post ivc filter placement, patient was scheduled for ivc filter retrieval. Radiologist findings demonstrated the ivc filter was tilted with the retrieval hook epithelialized. In addition, one of the ivc filter limbs was imbedded through the vena cava and detached, leaving a short 1 cm filter limb. The tilted and imbedded ivc filter was safely removed after using multiple retrieval techniques i.e., endovascular snare, whisper wire, complex wire loop technique with intravascular snaring and subsequent balloon angioplasty of vena cava. The remaining 1 cm detached ivc filter fragment was unable to be retrieved. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years three months post filter placement, patient was scheduled for filter retrieval. Radiologist findings demonstrated the filter was tilted with the retrieval hook epithelialized. In addition, one of the filter limbs was embedded through the vena cava and detached, leaving a short 1 cm filter limb. The tilted and embedded filter was safely removed after using multiple retrieval techniques. The detached filter fragment was unable to be retrieved. Therefore, the investigation can be confirmed for filter tilt, limb detachment and retrieval difficulties. Per the medical records, the filter was tilted and the retrieval hook was epithelialized. Multiple retrieval techniques were used to remove the tilted and embedded filter. Therefore it is possible that the tilted and embedded filter likely led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2011); (device manufacture date: 03/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb detached, the filter tilted and became embedded in the ivc wall. The device was removed percutaneously. The filter strut is retained in the patient¿s body. The current status of the patient is unknown.